Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: unknown, unknown c2a-taper bearing, unknown. Unknown, unknown c2a-taper modular head, unknown. Unknown, unknown shell, unknown. Report source, foreign - the event occurred in (B)(6). Report source, literature: borgwardt, a. Et al (2017). A randomized seven-year study on performance of the stemmed metal m2a-magnum and ceramic c2a-taper, and the resurfacing recap hip implants. The journal of arthroplasty, 1-9. Doi: 10.1016/j.arth.2017.11.061. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00709, 3002806535-2018 00708. [Borgwardt et al 2017.pdf]. Product location unknown.

Event description:
It was reported in a journal article that one patient underwent hip revision due to pain, severe limitation of function, and implant loosening with signs of altr. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
Hip revision due to stem loosening.

Event description:
It was reported in a journal article that one patient underwent hip revision due to pain, severe limitation of function, and femoral stem subsidence.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products: medical product: c2a-t m/h rad 2hl shl 41/54mm, catalog #: 10-111154, lot #: 934210. Medical product:eternity inlay 52. 54 dia 32, catalog #: p0507002, lot #: 0000232839. Medical product:modular ttpa ceramic head, catalog #: rd115115, lot #: 656600. Device history record (DHR) was reviewed and no discrepancies related to the event were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.